Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer shut down while interrogating. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: dates block (aware date). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was not able to confirm that the programmer shut down during interrogation. It was noted that errors were found in the error log, the link electronic module (lem) printed circuit board (pcb) was contaminated, and the power cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.